Event description:
Initial result for a pt creatinine was 3.2 mg/dl. When repeated, the result was 0.9 mg/dl. The incorrect result was not used to guide therapy. The field service representative found probe b was dispensing erratically and repaired the instrument by rebuilding the probe b valve.